Event description:
It was reported by the customer that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) shows an error on the screen. It was not bottling up properly and bottom screen had spinning circle with constant audible alarm. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.